Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a laparoscopic gastroplasty bypass on clipping the gastroenter segment, during the removal of the stapler after firing a laceration occurred with a small bleeding on the side of the common loop due to grasping of the edge of the hole that pushes the blade during stapling. They had to use a suture wiring to resolve the issue and complete the case. There was a tissue damaged due to the event. The patient was alive with no injury.